Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, returned product testing found the device did perform as described in the field action. Product event summary: analysis found that the device failed sensitivity functional testing. However, after the test was re-ran ten times, no faults were noticed. The device had intermittent operation. It was also noted that the high rate cover was broken, the upper case was broken,the lower case was broken and the serial number label was damaged. (B)(4).